Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) device exhibited a gray bar on interrogation, indicating low telemetry battery voltage. The device was indicated to have set in a warm room for over 3 weeks. The device was not used. There was no patient involvement.